Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited noise. The patient was symptomatic due to inhibition from the noise. The noise could be reproduced with arm movement. The lead was explanted and replaced.